Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch select simple meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2020 at 6:00 am, the patient obtained an alleged inaccurate high fasting blood glucose result of "570 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type not reported) on a self-adjusting dose. In response to the elevated result, the reporter claimed the patient took 6 units of insulin. At around 6:30 am, the reporter claimed the patient re-tested her blood glucose at "370 mg/dl" with the subject meter then "fainted." The patient was immediately taken to hospital. The reporter claimed the patient's blood glucose tested "27 mg/dl" on the hospital meter and that she was treated with intravenous (IV) glucose. The patient was discharged from hospital after 2 days. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on an alleged inaccurate high result obtained with the subject meter.